Event description:
International affiliate reports that the surgeon observed the inlet part of the valve was completely inside the silicone connector tube valve. The valve passed the pre implant test before the surgery and the surgeon did not verify anything different with the valve before implantation. Pt experienced convulsions after implantation and the valve was replaced.